Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a (B)(6) year old patient died 3 days after a laparoscopic gastric bypass procedure without issue. The patient was admitted to the surgery service when he experienced abdominal pain, dyspnea which compromises his general state and had wound dehiscence. The patient also had hyperglycemia which is up to 400 which was handled with insulin boluses but the issue still remains. The patient had extended hospitalization and two additional post surgical exploratory laparotomies was performed. The patient had septic shock of abdominal and cutaneous focus and multi organic refractory failure.